Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 8 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to an elevated pump power consumption of up to 16 w observed on the system controller. The patient was asymptomatic. The patient¿s lactate dehydrogenase level was elevated as high as 1024 u/l. It was reported that the patient is a physician and will monitor this parameter. The patient was in stable condition at discharge. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the elevated pump power and elevated lactate dehydrogenase level could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.